Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h4, h6: a manufacturing record evaluation was performed for the finished device. Product code:186715000 lot no: 367295 it was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 10-mar-2023 manufacturing site: jabil le locle. The product was returned to depuy synthes for evaluation. Visual inspection of the returned device found to be stripped from the threads. The reported allegation can be confirmed. No other defect was found. A dimensional inspection was unable to be performed due to the post-manufacturing damage. The observed condition of the device was consistent with a component failure that was caused by exposure to unintended forces. The overall complaint was confirmed as the observed condition of the mis single inner setscw would contribute to the complained device issue. Based on the investigation findings, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Corrected data: d4: UDI device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient underwent spina fusion on (B)(6) 2024. While inserting the innie, the thread in the screw head broke and the innie could not be inserted anymore. Surgeon exchange the screw. Procedure was completed successfully with a twenty minute delay. There was no patient consequence. Three screws were returned for manufacturer investigation. This report is for a mis single inner setscrew. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: d2: additional procodes: kwp, kwq, mnh, mni, osh. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. D4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.